Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The device is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an endobronchial ultrasound (ebus) diagnostic, a part of the distal end of the endoscope which is designed for attaching balloon came off. This event occurred outside the patient. This procedure was completed without delay. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by wear of the distal end due to external stress. If additional information becomes available, this report will be supplemented.